Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a liberte sds with stent in two pieces and the product mandrel. The product mandrel was protruding 11.5cm from the tip of the device, as received. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The shaft was separated at the exit notch. The shaft was stretched/necked 3mm in length just distal of the exit notch with the inner shaft buckled right after the necking. The separated ends appeared to be jagged and damaged. The appearance of the separated ends and the damage to the shaft indicates that the separation was due to tensile overload. Microscopic examination and tactile presented no damage or irregularities to the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 4.00mm x 20mm liberte stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft detachment.